Event description:
Reportedly, the patient has a paradym rf 9250 vr sn (B)(6) implanted in portugal 2015. Rv lead manufacturer microport crm / sorin model volta 1cr implant date (B)(6) 2015. The hospital has seen ventricular high rate episodes labelled as 'vf' that appear to be non-physiological and are concerned regarding lead integrity. They report that a chest x ray doesn't show any abnormalities to the lead and have asked for our advice. Please could you provide any further suggestions to determine lead integrity prior to box change?

Manufacturer narrative:
The review of provided printed data confirmed the record of several episodes of ventricular oversensing, one episode is labelled ¿vf¿. Several episodes of ventricular oversensing were recorded. The amplitude of the oversensed signals is low and the signals look like myopotentials the electronic files of the in-clinic follow-up on 17 october 2024 were not provided, leading to more difficult analysis of the oversensing signal. No x-ray was provided to check the positioning of the subject lead and no historical data were provided to exclude diaphragmatic myopotentials as the root-cause of the recorded episodes. The programming of the ventricular sensitivity to 0,6mv could decrease the record of oversensing episodes and the risk of inappropriate shocks. When the device replacement takes place, we strongly suggest to carefully check the lead integrity around and below the suture sleeve. No general malfunction is suspected on the subject active device paradym rfvr s/n (B)(6). This case is retained and utilized for trend purposes.

Event description:
Reporedly, the patient has a paradym rf 9250 vr sn (B)(6) implanted in portugal 2015. Rv lead manufacturer microport crm / sorin model volta 1cr implant date (B)(6) 2015. The hospital has seen ventricular high rate episodes labelled as 'vf' that appear to be non-physiological and are concerned regarding lead integrity. They report that a chest x ray doesn't show any abnormalities to the lead and have asked for our advice. Please could you provide any further suggestions to determine lead integrity prior to box change?